Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, a new cartridge was loaded, and the issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.